Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was intermittently hot to the touch and the pump battery was intermittently depleting quickly. Additionally, it was reported intermittent occlusion alarms occurred. In addition, was reported that the insulin gauge was intermittently inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.